Manufacturer narrative:
It was discovered while troubleshooting with hotline, no inhibin a reagent pack was present in the designated slot in the reagent storage carousel. Service was not dispatched for this event as the root cause was determined during troubleshooting with hotline. Use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc (bci) regarding obtaining ind/no value flags in duplicate for inhibin a on three levels of qc on access 2 immunoassay system. The customer obtained the same ind/no value upon repeat. The customer is comfortable with all patients' results reported and is not reporting any erroneous results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.